Event description:
The customer contact reported that the pump is delivering less than intended. The pump was returned to the maintenance dept with an unsigned note that stated, "set rate pumping is slower than it should." No tracking info was provided; therefore specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.